Manufacturer narrative:
Concomitant medical products: catheter model: d 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: unk; programmer model: 8835, serial# (B)(4). (B)(4).

Event description:
A flipped pump was reported. Per reporter three of the four sutures that holds the pump were broken and the pump was completely turned on its side. Patient was to get in touch with the healthcare provider to get it redone. Per reporter this started about ten days ago, maybe longer. Patient had gotten progressively worse and was in agony since three days; he had abdominal muscle contractions around the pump. It was stated that when it started to detach, it wasn't painful, it just ¿popped.¿ and it was said "let's keep an eye on it,¿ since then per reporter it definitely is a ¿malformity;¿ ¿it looks like a bone growing out of the side of the stomach. It's turned completely the wrong way.¿ patient attempted to give himself a bolus and had received the ptm (personal therapy manager) as of the date of this report and was getting a poor communication screen as it was not directly right over the pump since it had turned. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.